Event description:
The hcp reported the patient was experiencing a worsening of tone since may 2006. The daily dose of liorseal was titrated up to 1000mcg/day. A catheter dye study was attempted and no drug could be withdrawn. The catheter was explanted and replaced due to an occlusion with no backflow seen from the catheter. The hcp was also concerned that the tubing was "not fully inserted in connector at pump. Pump's side port connector not fully seated in catheter. Dr. Concerned may have disrupted flow." Dose reduced to 100mcg/day post revision. A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6 - preliminary device analysis is not complete as of the date of this report. A follow up report will be sent when analysis is complete.